Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller and recommended further troubleshooting be performed. The patient was brought into the clinic and the noise could not be reproduced. The consultant informed the caller that they could reprogram device sensitivity in an effort to minimize the noise. The caller was going to discuss the issue with the patient¿s physician. The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system is exhibiting noise which is being oversensing causing pacing pauses and potential asystole greater than two seconds for this patient. Impedance and threshold measurements are stable and within normal limits. No adverse patient effects were reported.